Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving lost sensor and weak signal alarms. The customer also reported their sensor glucose and blood glucose readings were off. Customer stated the readings would be 100 points off. The customer stated their sensor glucose would be 60 mg/dl and their blood glucose would be 123 mg/dl. The customer declined to troubleshoot for their inaccurate readings. Customer was advised to monitor the issue. No additional information provided.